Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values dropped to 55 mg/dl. The patient had a migraine headache, was vomiting and had stomach pain. For treatment, the patient was given intravenous (IV) toradol at 30 ml and morphine at 4 ml. The patient was also given zofran at 4 ml and prescribed zofran at 4 mg to take every 8 hours for 20 hours. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 7.5 hours. The pod was discarded.